Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/08/2024, it was reported by email and also phone call to the patient that the patient experienced inaccurate cgm values. According to the report, the patient had a hypoglycemic event while driving. The patient stated that he thought his dexcom system was reading around 60 mg/dl at the time the emts took his bs reading at 31 mg/dl. It was not documented whether the patient received or acknowledged an alert for the egv of 60 mg/dl. Of note, the patient was using both the phone and ilet pump to see his egvs, but reportedly appeared to have only been using his pump to get readings at the time of the incident. Patient symptoms at the time of the event were not documented; however, he was documented to have experienced severe hypoglycemia. The patient was treated by unremembered means and recovered and he refused to go to ER. According to the report, he continued to wear the wearable after the incident, but it failed the next day (captured in case 240419-010282. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.